Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum hemorrhage, fever, recurrent abortion (3 miscarriages, 1st 13 weeks, 2nd 19 weeks, 3rd 8), cesarean section (2012), wrist fracture, polycystic ovarian syndrome and uterine dilation and curettage. Previously administered products included for an unreported indication: motrin and norco. Concurrent conditions included cystoscopy, hypothyroidism, cervicitis, constipation, arthroscopy, foot injury, chest pain, trauma, menorrhagia, cough, respiratory tract congestion, rhinorrhea, nasal congestion, bronchitis viral, heavy periods and emesis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia") and mental disorder ("psych injury"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with ovarian preservation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, menorrhagia, metrorrhagia and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia, menorrhagia, mental disorder, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in hsg date: (B)(6) 2012, (B)(6) 2012. She received treatment for pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia and psychological disorder. Patient received treatment for events- pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: 1. Left ventricular prominence. 2. No evidence of active change; on (B)(6) 2013: no focal opacity is identified. Hysterosalpingogram - on (B)(6) 2012: ablation of the fallopian tubes with essure; on (B)(6) 2012: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: there is no obvious endometrial polyp. The stripe measures 4 to 5mm. Ultrasound scan vagina - on (B)(6) 2013: 1. Questionable small fibroids adjacent to the endometrial canal as described above. 2. Small nabothian cysts of the cervix. X-ray limb - on (B)(6) 2012: three views of the right foot show no acute bony fracture or dislocation. Impression: no acute bony abnormality on right foot exam. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 901342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum hemorrhage, fever, recurrent abortion (3 miscarriages, 1st 13 weeks, 2nd 19 weeks, 3rd 8), cesarean section (2012), wrist fracture, polycystic ovarian syndrome and uterine dilation and curettage. Previously administered products included for an unreported indication: motrin and norco. Concurrent conditions included cystoscopy, hypothyroidism, cervicitis, constipation, arthroscopy, foot injury, chest pain, trauma, menorrhagia, cough, respiratory tract congestion, rhinorrhea, nasal congestion, bronchitis viral, heavy periods and emesis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia") and mental disorder ("psych injury"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with ovarian preservation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, menorrhagia, metrorrhagia and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia, menorrhagia, mental disorder, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in hsg date: (B)(6) 2012, (B)(6) 2012 she received treatment for pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia and psychological disorder patient received treatment for events- pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: 1. Left ventricular prominence. 2. No evidence of active change; on (B)(6) 2013: no focal opacity is identified. Hysterosalpingogram - on (B)(6) 2012: ablation of the fallopian tubes with essure; on (B)(6) 2012: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: there is no obvious endometrial polyp. The stripe measures 4 to 5mm. Ultrasound scan vagina - on (B)(6) 2013: 1. Questionable small fibroids adjacent to the endometrial canal as described above. 2. Small nabothian cysts of the cervix. X-ray limb - on (B)(6) 2012: three views of the right foot show no acute bony fracture or dislocation. Impression: no acute bony abnormality on right foot exam. Lot number: 901342 manufacturing date: 2011-09 expiration date: 2014-09 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum hemorrhage, fever, recurrent abortion (3 miscarriages, 1st 13 weeks, 2nd 19 weeks, 3rd 8), cesarean section (2012), wrist fracture, polycystic ovarian syndrome and uterine dilation and curettage. Previously administered products included for an unreported indication: motrin and norco. Concurrent conditions included cystoscopy, hypothyroidism, cervicitis, constipation, arthroscopy, foot injury, chest pain, trauma, menorrhagia, cough, respiratory tract congestion, rhinorrhea, nasal congestion, bronchitis viral, heavy periods and emesis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia") and mental disorder ("psych injury"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with ovarian preservation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menometrorrhagia, menorrhagia, metrorrhagia and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia, menorrhagia, mental disorder, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in hsg date: (B)(6) 2012, (B)(6) 2012. She received treatment for pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia and psychological disorder diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: 1. Left ventricular prominence. 2. No evidence of active change; on (B)(6) 2013: no focal opacity is identified. Hysterosalpingogram - on (B)(6) 2012: ablation of the fallopian tubes with essure; on (B)(6) 2012: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: there is no obvious endometrial polyp. The stripe measures 4 to 5mm. Ultrasound scan vagina - on (B)(6) 2013: 1. Questionable small fibroids adjacent to the endometrial canal as described above. 2. Small nabothian cysts of the cervix. X-ray limb - on (B)(6) 2012: three views of the right foot show no acute bony fracture or dislocation. Impression: no acute bony abnormality on right foot exam. Most recent follow-up information incorporated above includes: on 5-may-2020: new events psychological disorders, menorrhagia and metrorhagia, rcc and references updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum hemorrhage, fever, recurrent abortion (3 miscarriages, 1st (B)(6), 2nd (B)(6), 3rd (B)(6)), cesarean section (2012), wrist fracture, polycystic ovarian syndrome and uterine dilation and curettage. Previously administered products included for an unreported indication: motrin and norco. Concurrent conditions included cystoscopy, hypothyroidism, cervicitis, constipation, arthroscopy, foot injury, chest pain, trauma, menorrhagia, cough, respiratory tract congestion, rhinorrhea, nasal congestion, bronchitis viral, heavy periods and emesis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with ovarian preservation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in hsg date: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: left ventricular prominence. No evidence of active change; on (B)(6) 2013: no focal opacity is identified. Hysterosalpingogram - on (B)(6) 2012: ablation of the fallopian tubes with essure; on (B)(6) 2012: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: there is no obvious endometrial polyp. The stripe measures 4 to 5mm. Ultrasound scan vagina - on (B)(6) 2013: questionable small fibroids adjacent to the endometrial canal as described above. Small nabothian cysts of the cervix. X-ray limb - on (B)(6) 2012: three views of the right foot show no acute bony fracture or dislocation. Impression: no acute bony abnormality on right foot exam. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs & mr received: case category changed to incident. Device removal surgery was done for pelvic pain. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.